Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/7/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 along with concurrent vaginal hysterectomy. It was reported that patient underwent bard pelvisoft implant and avaulta posterior implant concurrently on (B)(6) 2010. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.